Manufacturer narrative:
Device was not returned for investigation. Lot number was not provided.

Event description:
Complaint was received from MDR reporting team. During surgical removal of teeth in the or (operating room) on (B)(6) 2024 the bur of the dental drill (ss white dental bur model hp-1703. Reference #30027) broke off. Surgeon reported that the broken bur bit was suctioned out of the patient's mouth. Xray of the patient's oral cavity demonstrated the absence of the broken bur bit. X-ray of the suction canister demonstrated the presence of the broken bur bit.